Event description:
Boston scientific received information that this lead exhibited noise and as a result delivered an inappropriate shock to the patient. As a result the physician elected to surgically go in and turn off the device and abandoned the lead. A new device system was implanted on the patients other side.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.